Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected battery out limit. No button error alarm. The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump was also received with scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.